Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/06/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/25/2013 with the following findings:the keypad cover was found to be lifting up near the ok button and the button symbols were worn. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen. A test display screen was inserted and found to function properly with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a tactile change issue. The "up" and "down" buttons have become difficult to press and as a result, intermittently unresponsive. Peeling of the keypad was noted after the tactile change issue began. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.